Event description:
It was reported that the customer had unexplained high blood glucose and dka. Customer went to the emergency room and was hospitalized. The blood glucose reading was 551 mg/dl. Caller stated that the customer initially called because she did not remember how to check the total insulin remaining in her insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.